Event description:
It was reported that the unit requires calibration ¿ during testing, over pressure was confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The flosteady - arthroscopy pole pump was inspected and the calibration sticker on the bottom of the pump indicates it is overdue for calibration. The due date was (B)(4) 2010. The pump was powered on and checked for any error messages. None were seen. A cassette tube set was inserted into the pump with a water source, shaver, and a joint test fixture with pressure sensor transducer connected. The pump ran for several minutes and was not able to maintain a set pressure of 25mm hg with the shaver outflow valve set open and half way. The pump was opened to see if any damages were present internally, and the chassis is bent. Also there were markings suggesting an impact with the motor. The probable root causes could be calibration, or the main board is damaged due to an impact. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the unit requires calibration ¿ during testing, over pressure was confirmed.